Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a diagnostics test indicated high lead impedance during an office visit. It was reported that the high lead impedance was first discovered by another physician in 12/06. The reporter indicated that no breaks were visible in x-rays and that the cause of the high impedance is unk. There was no adverse event reportedly due to the high impedance. Revision surgery occurred in which the lead and generator were replaced. Explanted products were discarded.